Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: the encor enspire system was not returned for evaluation. Therefore, the investigation is inconclusive for the reported mechanical issue. The definitive root cause for the reported mechanical issue could not be determined based upon the available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings: use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques.

Event description:
It was reported that during a breast biopsy, the device allegedly continued taking samples when the sample button was not selected. It was further reported that the device was able to stop sampling when the system was selected for marker mode. Reportedly, the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was not provided, therefore, the device history records were not reviewed. The device was not returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the device allegedly continued taking samples when the sample button was not selected. It was further reported that the device was able to stop sampling when the system was selected for marker mode. Reportedly, the procedure was completed. There was no reported patient injury.